Event description:
The insulin pump was returned for functional analysis.

Manufacturer narrative:
During testing, the insulin pump alarmed no delivery outside of specifications due to a faulty force sensor. The displacement, rewind, basic occlusion, prime, and excessive no delivery tests passed.